Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display was missing segments. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number : (B)(4). Additional information has been received. This complaint no longer meets the requirements for reportability. This customer event was reported on medwatch #2936999-2015-00576.